Event description:
It was reported that the numbers on the screen of the insulin pump were ramping on their own. No cracks or damaged noted and no significant events leading to the keypad issue. Blood glucose value is 11 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.